Event description:
It was reported that the customer was hospitalized for low blood glucose levels 2 weeks prior. The blood glucose reading at the time of admittance was unknown; the sensor glucose reading was 52 mg/dl. About 2 days prior, it was also reported that the insulin pump's threshold suspend feature was triggered by an inaccurate sensor glucose reading. The customer noted that the sensor glucose reading was 70 mg/dl, compared with the blood glucose reading of 115 mg/dl. She stated that she may have over-bolused leading up to the hospitalization. The blood glucose reading was 209 mg/dl, which she treated with the insulin pump. She noted that she had experienced low blood glucose levels for a few weeks. The reservoir showed the same amount of insulin as was on the status screen. She reported that she had made adjustments to the device settings and was on oral medications. No delivery and button error alarms were found in the alarm history; advised replacement of the insulin pump. Nothing further.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-50663.